Event description:
A stonetome stone removal device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure (pt age, gender, and weight unknown) in late 2007. According to the complainant, "... [The physician was able] to cut the lesion...however, the wire was broken off at the 2nd attempt." The procedure was completed with a second stonetome stone removal device. No pt complications were reported as a result of this event, and pt's condition was reported as "good."

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. A search of the complaint database did not identify any additional complaints recorded for this lot. The december 2007 15-month stonetome sphincterotomes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.